Event description:
The customer reported that the system had no fluoro image. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep checked the kv tracking, the maximum dose, and the image quality. All checked out fine. The system operates as intended.